Manufacturer narrative:
Consumer alleges they were transgressing a sidewalk when their chair allegedly came apart. The details of the incident are unclear. No history to suggest a product problem. No injury is reported. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. As a courtesy the chair has been replaced. MDR filed as a conservative measure.

Event description:
The consumer states she was going through a crosswalk when she pushed her joystick forward. The chair allegedly "came apart", flipping her and the chair sideways. She allegedly rolled under a police truck that was stopped at the light. No serious injury is alleged.